Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 400 mg/dl. The customer stated that the alarmed during normal use. The customer was advised that the battery alarm during normal use may indicate a loose battery cap. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor insulin pump.